Manufacturer narrative:
The act button was unresponsive due to corroded keypad trace. No frozen display or button error alarm were noted during testing. The insulin pump was received with minor scratches on the display window, a cracked case at display window corner, cracked reservoir tube lip and cracked battery tube threads. No moisture damage inside of the insulin pump was noted.

Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 89 mg/dl. Customer states after swimming he attached the pump back, and then screen became frozen. Revert to a back-up plan per health care provider's instruction. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.